Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to be revised (B)(6) 2014; asr xl- right; reason(s) for revision: pain, alval/soft tissue reaction, increasing ions, swelling over joint. Update rec'd 29 sep 2014 - we have realised the patient is bilateral as lot numbers for head and cup do not match up on scf and claimsuite. This com will remain the right hip, but the lot numbers for the head and cup will be changed to those of the scf. This realisation also means that we do not have an implant date for the right hip as the surgeon has only stated "2008" on the scf. As a result a com will be created for the left hip. All details will be added from the attached claimsuite except the revision date (the same as the right hip's revision date), which I will query with the file handler. See attached email dated 1 oct 2014 for further details. Rec'd response from file handler regarding left hip - 2 oct 2014. The patient is a bilateral patient. The left hip was implanted on (B)(6) 2008 and the right hip on (B)(6) 2009. The patient had revision surgery of the right hip on (B)(6) 2014. The dpyous57 was incorrectly filled out by the surgeon¿s rooms relating to the date of primary surgery for the right hip, it should read (B)(6) 2009. To date the left hip has not been revised. With this in mind I have updated the necessary on this com. An updated claimsuite for the right hip will be sent by crawfords. A claimsuite for the left hip will be sent once the hip has been revised.

Manufacturer narrative:
Asr revision to be revised (B)(6) 2014, asr xl- right, reason(s) for revision: pain, alval/soft tissue reaction, increasing ions, swelling over joint. Update rec'd 29 sep 2014 - we have realised the patient is bilateral as lot numbers for head and cup do not match up on scf and claimsuite. This com will remain the right hip, but the lot numbers for the head and cup will be changed to those of the scf. This realisation also means that we do not have an implant date for the right hip as the surgeon has only stated "2008" on the scf. As a result a com will be created for the left hip. All details will be added from the attached claimsuite except the revision date (the same as the right hip's revision date), which I will query with the file handler. See email dated (B)(6) 2014 for further details rec'd response from file handler regarding left hip - (B)(6) 2014. The patient is a bilateral patient. The left hip was implant on (B)(6) 2008 and the right hip on (B)(6) 2009. The patient had revision surgery of the right hip on (B)(6) 2014. The dpyous57 was incorrectly filled out by the surgeon¿s rooms relating to the date of primary surgery for the right hip, it should read (B)(6) 2009. To date the left hip has not been revised. With this in mind I have updated the necessary on this com. An updated claimsuite for the right hip will be sent by (B)(6). A claimsuite for the left hip will be sent once the hip has been revised. Update: 17 nov 2017: additional information received. Revised (B)(6) 2016. All product and lot numbers are correct. This complaint was updated on nov 22, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision to be revised (B)(6)2014. Asr xl- right, reason(s) for revision: pain, alval/soft tissue reaction, increasing ions, swelling over joint update rec'd 29 sep 2014 - we have realised the patient is bilateral as lot numbers for head and cup do not match up on scf and claimsuite. This com will remain the right hip, but the lot numbers for the head and cup will be changed to those of the scf. This realisation also means that we do not have an implant date for the right hip as the surgeon has only stated 2008 on the scf. As a result a com will be created for the left hip. All details will be added from the attached claimsuite except the revision date (the same as the right hip's revision date), which I will query with the file handler. See attached email dated 1 oct 2014 for further details rec'd response from file handler regarding left hip (B)(6)2014 the patient is a bilateral patient. The left hip was implant on (B)(6)2008 and the right hip on (B)(6) 2009. The patient had revision surgery of the right hip on (B)(6)2014. The (B)(4) was incorrectly filled out by the surgeon¿s rooms relating to the date of primary surgery for the right hip, it should read (B)(6)2009. To date the left hip has not been revised. With this in mind I have updated the necessary on this com. An updated claimsuite for the right hip will be sent by (B)(6). A claimsuite for the left hip will be sent once the hip has been revised. Update: 17 nov 2017: additional information received. Revised (B)(6) 2016. All product and lot numbers are correct. This complaint was updated on nov 22, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.